Event description:
It was reported that after the implantation of the intraocular lens (iol) during a post-operative follow-up on day one, scratches/cracks were visible on the optic through a microscope. The lens remains implanted and no explant is planned. The patient has fully recovered and did not have any complaints from the damage to the lens. No additional information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown as per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted; give date: n/a (not applicable). The lens remains implanted. Last name: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the code "4114" was inadvertently entered in the initial MDR report for the "type of investigation" which is incorrect. The information has been corrected in this supplemental MDR report and the following field was updated accordingly: section h6: type of investigation: 4117 additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: mar 16, 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: no intraocular lens was received as part of this return therefore, no product evaluation could be performed on the iol. Visual inspection under magnification of the handpiece, revealed that no issues could be identified with it. The photos provided by the customer were evaluated by a subject matter expert (sme). The photos showed a pseudophakic eye, but did not display if the eye was left/right, lens power, or serial number. The first photo provided by the customer shows two discontinuous marks near the periphery and one continuous mark across the entire lens. Though the marks may be compatible with scratches it cannot be determined from the pictures if they represent real scratches. The second photo provided by the customer shows two marks near the periphery but it is unable to be determined if these represent real scratches. The root-cause and the potential clinical impact of the observed phenomena, cannot be determined from a picture evaluation. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.